Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Performance data collected from the device was received, analysis of the device memory was performed, and no anomalies were found.

Event description:
It was reported that pre-operatively, the longevity estimator graphic was grey on the cardiac resynchronization therapy defibrillator (crt-d). The device was not used. There was no patient involvement.